Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: were there any patient consequences? The patient was fine. The clip applier looked to be shearing the duct.

Event description:
It was reported that when the surgeon fired the device on the duct while performing a laparoscopic cholecystectomy and the clips would not close correctly.